Manufacturer narrative:
(B)(4). D10: medical product: shell porous with multi holes 50 mm: catalog#00620205020, lot#64553183; liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells: catalog#00630505036, lot#66229500; bone screw self-tapping 4.5 mm dia. 40 mm length: catalog#00625004540, lot#j7329546; bone screw self-tapping 4.5 mm dia. 35 mm length: catalog#00625004535, lot#j7545291; bone screw self-tapping 4.5 mm dia. 50 mm length: catalog#00625004550, lot#64157927, qty#2. G2: foreign: germany diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Approximately ten (10) months post-implantation, the patient began to experience pain and the acetabular augment was found to be fractured. The patient underwent revision surgery to replace the affected component without reported complication. Due diligence is in progress for this event; to date all available information has been reported.

Event description:
Upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. Upon receipt of additional information, it was determined that this initial report has been filed to the incorrect MFR. A corrected report will be sent to MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.